Event description:
It was reported that during a laparoscopic para esophageal hiatal hernia procedure, the jaw broke off during the procedure, the piece of the device was removed through the trocar. They used a ligasure to compete the procedure. It was not known if they were near any clips or staples during this procedure when the tip broke. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the I-blade upper tip broken not returned. The device was partially tested with a generator and the device performed as required during testing; although all testing could not be completed due to the damaged I blade. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and closed. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.